Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, p-wave amplitude variation and high pacing lead impedance. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The reported events of inadequate capture, p-wave amplitude variation and high pacing lead impedance could not be confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-10337. It was reported that the patient presented in clinic for follow up. Upon review it noted that the atrial lead and right ventricular lead exhibited high capture threshold, and sensing had dropped on both leads. Also, the atrial lead exhibited high impedance and the right ventricular lead had low impedance. Chest x-ray was performed and confirmed that both leads had dislodged. The leads were explanted and replaced. The patient was in stable condition.